Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a minimum fill notifications occurred when attempting to fill the cartridge with 480 units of insulin. Then, when attempting to load the cartridge, multiple cartridge change error messages occurred with multiple cartridges. Blood glucose level was 193 mg/dl. Reportedly, the customer has insulin syringes available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error was verified. However, based on the analysis, the alleged minimum fill notification could not be verified.

Event description:
It was reported that multiple, minimum fill notifications occurred when attempting to fill the cartridge with 480 units of insulin